Event description:
Ous MDR - the patient has repeated ventricular tachycardia and ventricular fibrillation, resulting in repeated discharge of ICD, which causes the battery to be depleted in advance.

Manufacturer narrative:
The device was received and analyzed. At initial interrogation the device showed the battery status eri. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. An amount of 164 charging cycles was documented, many of which resulted in shock deliveries. The available iegms revealed that all episodes were triggered exclusively by intrinsic heart signals. The amount of charge taken from the battery was verified and the battery status was anticipated. At a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while implanted and in service. The battery status was anticipated. There was no indication of a device malfunction.